Event description:
It was reported that this foramen ovale closing device caused the patient to experience an atrial fibrillation due to the use of the device. The device remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).